Event description:
It was reported that a spectrum pump has a "door sensor" problem. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported symptom (door sensor issue), which was reproduced as a constant close door message. The messages were found to be caused by a failed hook switch on the auxiliary assembly. The upper auxiliary assembly was replaced.